Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: the cause for reintervention on this tka after 8 months is backing out of the tibial insert screw. The reason for the screw back out is unknown. It could be insufficient tightening at primary operation. To date, the screw has not been examined yet, so it is not known if it has broken or not. According to recent tests, the insert will not have fixation problems to the tibial tray in absence of the screw. According to incident report, the bearing surfaces of the femoral component have been seen as damaged during arthroscopy, this situation may shorten implant life and cause increased polyethylene wear. On (B)(6) 2016, the r&d project manager performed a visual inspection of the explanted screw and commented as follows: from visual inspection of the explanted screw it could be seen that the threaded part of the screw was damaged. The thread looks pressed and plastically deformed. The deformation was most likely due to the body-weight load on the screw when, unscrewed and dislocated from the tibial insert, it was found interposed between the insert and the femoral component. No possible root causes for the event can be detected from visual inspection. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. This type of screwdriver is already available on demand. Due to the loosening of the screw in the joint, the articular surfaces of the femoral component and the insert have been probably damaged. For that, a substitution of involved components, namely femoral component and tibial insert, should be revised.

Manufacturer narrative:
Batch review performed on 02 august 2016: lot 145459: (B)(4) items manufactured and released on 18 november 2014. Expiration date: 2019-09-30. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Screw not yet received.

Event description:
The patient complained of pain. The surgeon had to arthroscopically remove the tibial screw 8 months post op after it disengaged and migrated to the supra-medial intracapsular space. The screw was removed successfully however significant damage was observed to bearing surfaces particularly the lateral femoral condyle and tibial spine on the poly. No further surgery or intervention is required at this point x-ray available.